Event description:
It was reported that a coblator ii controller was returned from the user facility for servicing. The customer included a note with the service request which indicated that they had seen an increase in post-operative re-bleeds, following procedures using the coblator ii. No additional information was provided regarding individual cases or any treatment or follow up details. There have been no major patient complications reported at this point.